Event description:
Event description guidant received information that this pacemaker displayed noisy intercardiac signals on both the atrial and ventricular leads from potential electromagnetic interference when reviewing electrograms. In addition, ventricular therapy is inhibited during these noise episodes. The patient did not report any symptoms at this time.